Event description:
It was reported that this pacemaker system was explanted due to lead noise, pacing inhibition, and loss of capture in the right atrial (ra) lead and right ventricular (rv) lead. The patient exhibited a syncope episode and dizziness. A new system was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was explanted due to lead noise, pacing inhibition, and loss of capture in the right atrial (ra) lead and right ventricular (rv) lead. The patient exhibited a syncope episode and dizziness. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was thoroughly inspected and analyzed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The battery was forwarded for detailed testing and no anomalies were noted. Analysis determined this device passed all testing in the laboratory setting.